Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse from (B)(4) of sterile peritonitis in a patient coincident with extraneal viaflex therapy (lot number 10g14g40), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced sterile peritonitis, manifested by abdominal pain and cloudy effluent. On that same day, the patient was hospitalized. On an unreported date, the patient was discharged from the hospital. It was unknown whether treatment was rendered or whether extraneal viaflex therapy was ongoing. It was not reported whether the event of sterile peritonitis had resolved. The nurse did not provide an assessment of causality for the event of sterile peritonitis.